Event description:
It is reported that the surgery was delayed (fixation of the ball temper) due to handling problems with the device by 30 to 45 minutes. No further adverse event was reported. The devices are implanted.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. Patient: surgery prolongated by 30 to 45 minutes. Device: did not function properly. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained, no trend could be identified. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4). Additional information: 5:00 am.